Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Medical review: on (B)(6) 2015 a revision of the right total hip was performed for a diagnosis of infected right total hip arthroplasty. The operative report describes general anesthesia and notes the culture was ''positive for gram positive cocci. Pitting and surface damage" noted on the competitor liner, which was changed to a biolox 36/plus-2.5 head. A small amount of wear was noted on the previous ceramic head. The operative report notes, "still a small amount of metallic stained tissue. Third body wear". Uncomplicated surgery was described and the patient was discharged on (B)(6) 2015 on IV antibiotics via a PICC line.

Manufacturer narrative:
An event regarding infection involving an unknown 36 biolox v40 head was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no follow-up is documented between the (B)(6) 2010 primary right total hip arthroplasty and (B)(6) 2015, and no x-ray images are noted prior to (B)(6) 2015. There is no histopathologic diagnosis of altr, metallosis, alval or pseudotumor. Modest elevation of cobalt and chromium are not unexpected with four long-standing total joints in situ, including a left total hip arthroplasty, which was revised. There is no examination of the explanted components or description of trunnion corrosion or wear, or intraoperative photographic evidence of trunnion corrosion. There is no explanation for the elevated sed rate and crp noted on (B)(6) 2015 prior to the (B)(6) 2015 revision that subsequently showed infection. This entire clinical picture could be explained by periprosthetic infection and the "30% abductor necrosis" could relate to the greater trochanteric screw that is present throughout the x-ray evidence. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ -product history review: a review of the product history records could not be performed as device was not properly identified. -complaint history review: a review of the complaint history records could not be performed as device was not properly identified. Conclusions: the reported event for infection was confirmed based on the medical review. The clinician noted, ¿there is no explanation for the elevated sed rate and crp noted on (B)(6) 2015 prior to the (B)(6) 2015 revision that subsequently showed infection. This entire clinical picture could be explained by periprosthetic infection and the "30% abductor necrosis" could relate to the greater trochanteric screw that is present throughout the x-ray evidence. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ the root cause could not be determined for this patient as they have been through several surgeries and not all of the devices implanted were manufactured by stryker. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards.

Event description:
Medical review: on (B)(6) 2015 a revision of the right total hip was performed for a diagnosis of infected right total hip arthroplasty. The operative report describes general anesthesia and notes the culture was ''positive for gram positive cocci. Pitting and surface damage" noted on the competitor liner, which was changed to a biolox 36/plus-2.5 head. A small amount of wear was noted on the previous ceramic head. The operative report notes, "still a small amount of metallic stained tissue. Third body wear". Uncomplicated surgery was described and the patient was discharged on (B)(6) 2015 on IV antibiotics via a PICC line.